Event description:
The facility representative reported an ipump with a condition of "broken." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported problem to be a micro processor unit printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump that was broken was confirmed but not reproduced during product evaluation. The assignable cause was determined to be corrosion on the micro processor unit printed circuit board (mpu pcb). The mpu pcb was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.